Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for the abdominal aortic aneurysm. It was reported that the diameter of the left common iliac artery was from 11 mm to 13 mm, the length was about 20mm. No endoleak was observed just after the initial procedure. On an unknown date, the diameter of the left common iliac artery enlarged to about 16 mm, and the distal end of the left limb fell into the aneurysm sac. On (B)(6) 2022, the patient underwent reintervention. An additional stent graft was deployed to just above the bifurcation of left internal and external iliac artery. Nihon gore asked fsa if a type ib endoleak was observed? The fsa replied that yes, it was observed, and the leg has fallen into the aneurysm sac and there is an endoleak.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.